Manufacturer narrative:
We received a report indicating that the piece of a reprocessed arthroscopic shaver dislodged and fell into the patient during use. The physician was able to retrieve the broken piece during the procedure. Neither the device in question nor the lot number was returned to for evaluation, therefore we could not confirm if the device was reprocessed. Although multiple attempts to obtain information were made, due to the lack of information surrounding the incident, we do not have enough information to determine the failure mode or subsequent root cause of the failure. If more information is provided then this MDR will be updated. The user did not report patient harm or additional medical intervention required as a result of the incident. However in an abundance of caution, we are filing this medwatch report. Device not returned to manufacturer.

Event description:
We received a report indicating that a piece of a reprocessed arthroscopic shaver dislodged and fell into the patient during use.